Event description:
Additional information was reported that the lead didn't fit into battery. Used another battery without problems.

Event description:
It was reported that during surgery the lead could not be inserted into the header block of the implantable neurostimulator (ins). The lead was replaced and that lead also was not able to be inserted. The ins was replaced. The device was never implanted. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of this device (3058) ((B)(4)) found that the balseals in the connector port were damaged. Circuits #1, 2, <(>&<)> 3 balseals were damaged. Needle sticks at back of connector port.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.